Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, as a result of normal wear and tear of the platform. The autopulse platform was manufactured in september 2015 and it is nearing expected serviceable life of 5 years. Unrelated to the reported complaint, a damaged front enclosure was observed during visual inspection. The front enclosure was replaced to address the issue. This type of physical damage found during visual inspection is characteristic of user mishandling. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate requires deburring to remedy the issue. This type of drive shaft issue is the characteristics of normal wear and tear of the device. The load cell characterization test confirmed both load cell modules are functioning within the specification. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the reported complaint date. The processor board was replaced to address the user advisory (ua) 132 system error. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4). .

Event description:
The device was tested by the customer's biomed engineer and during functional testing displayed an error message "system error, out of service, revert to manual CPR" on the user control panel. No patient involvement.